Event description:
A pectus connector bar which had been implanted for seven months without incident was found to have become loosened from one of two pectus bars after patient involvement (wrestling with sibling). It was removed and replaced.

Manufacturer narrative:
An investigation was successfully completed. The device history records were reviewed, and no issues were identified, and no corrective actions are necessary at this time. If further information is obtained in any subsequent investigation report by relevant parties that might add value to the contents of this report an additional follow-up report will be submitted.